Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently dropped the pump cracking the touchscreen. The touchscreen was partially unresponsive. Customer's blood glucose was 340 mg/dl. Reportedly, customer reverted to another pump for insulin therapy.